Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 100-200 mg/dl.